Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus europa k.g (oekg), there was the possibility that this phenomenon was attributed to the camera cable was damaged due to the inappropriate handling by the user. Olympus stated the appropriate handling of otv-s7proh-hd-12e and the counter measures against abnormalities in the instruction manual of otv-s7proh-hd-12e.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at the service department of olympus (B)(4) (oekg), it was found that the endoscopic image disappeared when the camera cable was moved. The service department of oekg checked the subject device and found no leakage and the damage on the exterior. The service department of oekg supposed that the cable wire inside of the camera cable was damaged due to the inappropriate handling by the user. There was no report of patient injury associated with the event.